Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted, the unit was not out of service. Fs rep deduced the reported condition with the unit may have been resolved. No further details.

Event description:
The customer reported having issues with vents not passing the patient circuit calibration. However, after evaluating the units, customer finds nothing wrong with them until today. The unit was on a patient (3100a) in the nicu. The displayed map was 0.0. The patient was not affected, but removed from this vent and placed on another unit. Customer evaluated the vent upstairs and was not able to perform the patient circuit calibration. The highest map was 6. The unit was brought down to the shop and the unit can establish pressure. The patient circuit calibration passes just fine. Customer is going to ask facilities to evaluate the hospital wall pressures, but in the meantime, requested a service call carefusion technical support representative explained how patient circuit calibration issues are usually related to the circuit and how sudden drops in the displayed map (without any other issue) could be a problem with the panelmeter or pressure transducer.